Manufacturer narrative:
The lead under complaint was not returned for analysis. Therefore this report only refers to the results of the ICD analysis. Upon receipt, the ICD was visually inspected. The inspection revealed spots of molten titanium on the ICD housing. This indicates an arc over from a high voltage lead conductor during a shock delivery into an external short circuit, most likely due to a damaged lead as reported. The ICD was subjected to an electrical analysis. Thereby the clinical observation was confirmed, the device could not be interrogated. Therefore the ICD was opened and the inner assembly inspected. During the analysis of the electronic module, it was revealed that the output stages of the high voltage circuit had been damaged. This damages indicate a shock delivery into an external short circuit, consistent with the spots of molten titanium observed during the visual inspection of the ICD. The damage of the electrical module led to a high current condition, depleting the battery. Therefore the ICD could not be interrogated properly. Also the memory content of the device was not restorable as a result of battery depletion. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. There was no indication of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that the patient received 3 shocks one night. The ICD could not be interrogated after that. The patient was hospitalized for planned ablation and the physician decided to exchange the device on the next day, after ablation. During the exchange procedure a possible insulation fracture was observed on the right ventricular lead. It was decided to leave the lead implanted for pace / sense function only.